Event description:
7 months after a drug eluting stenting treatment procedure, a thrombosis occurred. In 2004 the patient presented to the cath lab. The lesion being treated was in the left anterior descending artery (lad). The physician successfully deployed a 2.5 x 8 mm driver stent in the diagonal followed by a taxus express2 - 3.5 x 16 mm drug eluting stent in the lad. Ten months later, the patient presented with chest pains. It is noted that the patient had stop taking clopidogrel. The patient was stabilized and put on trifibran. A few days later the patient had a catheterization and was determined to have a thrombosis in the taxus stent. The physician wanted to treat the trombosis medically and the patient was put on reopro. Two days later the patient went back to the cath lab and the thrombosis had not decreased in size. The physician decided to use a medtronic export aspiration catheter and ballooned the thrombosis. The patient then was given reopro for another 48 hours and no further treatment was needed.